Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma. Date of diagnosis: unknown. Implanting physician: (B)(6).

Event description:
Patient reported right side "lymphoma." Pathological markers confirming alcl have not been received. Device remains implanted. Patient underwent "two more surgeries to correct the lymphoma."